Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was not able to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a 24/12 volt failure. During testing the ventilator would only operate for 5 seconds on the backup battery. The service technician replaced the backup battery to correct the reported problem. Extended self testing (est) and applicable final testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na